Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results. New information added to the following fields: d8,d9(date returned to manufacturer),h3,h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A definitive root cause was not identified; however, based on the investigation results, the probable cause of the error e333 (touch panel unit failure) and the touchscreen's sudden failure to respond is likely a faulty touchscreen assembly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had error code e333 on screen. The issue occurred during an unspecified procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.